Event description:
Information received by medtronic indicated that the customer received pump errors 37, 28, 53, 3, and 42. Troubleshooting was performed and found that the error occurred during the bolus. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. Assisted the customer with rewinding the pump and an error occurred during the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test. No errors found during testing. Unit successfully downloaded with thus. The downloaded history confirmed the pump alarmed pump error 37 on (B)(6) 2023 11:46:00.000 with line number 121 and file number 658. The downloaded history confirmed the pump alarmed pump error 3 on (B)(6) 2023 12:52:41.000 . The downloaded history confirmed the pump alarmed pump error 53 on (B)(6) 2023 12:52:27.000 with line number 32107 and file number 458. The downloaded history confirmed the pump alarmed pump error 28 on (B)(6) 2023 12:52:00.000 . The downloaded history confirmed the pump alarmed pump error 42 on (B)(6)2023 11:46:00.000 . The pump was cut open and inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, corroded battery tube, and pillowing keypad overlay. Confirmed customer complaint of pump error 37 as it was found in the pump history, may have been an intermittent failure that was not detected during our testing. Problem isolated to the motor assembly confirmed customer complaint of pump having alarmed error 3 during analysis. Confirmed customer complaint of pump having alarmed pump error 53 in downloaded history due to software error. Confirmed customer complaint of pump having alarmed error 28 during analysis. Confirmed customer complaint of pump error 42 as it was found in the pump history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.